Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. MDR 9618003-2019-06231 / device 1 of 40. (B)(4).

Event description:
It was reported that the product "starter hole is off center". Photographs received from complainant depicting the reported complaint issue. The product was not used, no harm reported.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI). H6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. Batch record review: lot 8f05450 was manufactured on 06/30/2018 in the line ffs #1, with a total of (B)(4) ea. Compliance engineer performed a batch record review on 11/18/2020, to verify if all the applicable procedures were followed and no issues were found, all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material 1709735 and manufacturing order (B)(4) . The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: there are photographs associated with this case and no unused return sample was expected. Conclusion summary of the related event: based in the investigation findings, the root cause identified for the issue ¿centricity issues¿, reported under failure mode ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur¿ is attributed to: -machine: the investigative process concluded that all the machinery/ tooling items used in the manufacturing process complied when compared against and process instruction (pi) specifications; as however, as part of this investigation it was identified that some size did not fit correctly in the disc assembly station produce the concentricity issues in the accordion line, nevertheless the process instruction (pi) procedure was recently updated to modify the tooling and a new tooling was added to avoid problems of concentricity on the disks, due to these tooling shared disk size and at the time of assembly some size did not fit correctly in the welding process and caused concentricity issues during the manufacturing process. After this updated was performed the manufacturing line demonstrated to behave steadily after the correction. No issues were identified for material, measurement, method and environment investigations. Actions were taken on corrective action / preventive actions (CAPA) plan. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.